Manufacturer narrative:
Other relevant device(s) are: product ID: aexc282840, serial/lot #: (B)(4), (B)(4); product ID: aexc282840, serial/lot #: (B)(4), (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
An anuerx stent graft system was implanted in a patient for an unknown abdominal endovascular treatment. It was reported via technical services by the patient that his abdominal stent grafts were removed due to infection 9 years ago. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.